Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had open areas under the electrodes, but no drainage. The patient reported putting iodine on the open areas, but there was no improvement. The patient asked if there was a different garment type because the patient had developed sores under the electrodes. The patient stated they had spoke with their doctor, but were only told to call zoll. During a follow-up, the patient reported that his physician later advised him to use aloe vera on the areas. The patient reported that the irritation was improving.